Event description:
It was reported, during g3 surgery, the surgeon placed the u-lag screw and u-blade into the patient. The surgeon found that the position of the lag screw was not correct. The surgeon changed the position of the lag screw and inserted the same u-blade again. Afterwards, the surgeon found through the x-ray that the u-blade was broken. Thus the surgeon removed the broken u-blade, and the procedure was completed.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.